Event description:
It was reported that the customer experienced several cartridge alarms, specifically alarms 20 and 30a, when using their device. There was no adverse impact to the customer's blood glucose level. The pump started, charged, and was recognized by the computer, but the issue persisted even with different cartridges. The device is being returned for further inspection, and a replacement pump with a different serial number was sent to the customer.